Manufacturer narrative:
Device eval summary: device eval of battery charger/modem sn (B)(4) has been completed. The reported problem (will not power on) was confirmed. Upon eval, the battery charger/modem was unable to power up. The cause for the failure was isolated to the defective power supply. The root cause for the defective power supply could not be positively identified. No adverse event resulted for the defective battery charger/modem.

Event description:
A us dist contacted zoll to report that battery charger/modem sn (B)(4) was unable to power up.